Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this fogarty embolectomy catheter was detached from the backform. The broken part did not remained inside the patient. Therefore, no additional intervention was needed. There was no allegation of patient injury.

Manufacturer narrative:
Added information to section d9 and h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "catheter was detached from the backform" was confirmed. As received, catheter body tube was completely broken off from the distal end of the "y" fitting. The cross surfaces of broken tube were rough and uneven. The edges of the broken section appeared to match at the break site. Both balloon latex and balloon windings were intact. The findings were aligned to the customer photo. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. As part of the manufacturing process, the units go through a final visual inspection for catheter tube integrity and leaks.